Manufacturer narrative:
The lens remains implanted in the pt's eye; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) in the pt's right eye. The surgeon is planning to perform yag for capsular contraction syndrome (ccs)/z-syndrome. It is to be noted that prior to lens vault, yag was performed on (B)(6) 2014 due to pco and the pt has a history of glaucoma suspect and a gp contact lenses wearer.